Event description:
The account reported the head end brake casters will move while in brake mode. The bed was located in the down area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the head end brake casters are the cause. The technician replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.